Event description:
It was reported that during device evaluation conducted at the manufacturer facility metal shavings were found in the collet. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.